Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a login issue. The field service engineer restarted the station, disconnected the hard drive and reconnected it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that they are unable to login to station with a black screen that requires password. The customer rebooted the device for 3 time, but issue was still persistent causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.